Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 . Customer's blood glucose 279 mg/dl. The customer stated that the insulin is squirting out during the manual prime process. After the troubleshooting was done, customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Compromised force sensor system alarms was note verified due to motor error alarms. The drive support disk was inspected and it was found protruded. The device had cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.